Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid, unknown morphine, and an unknown third drug (unknown concentrations and doses) in an implantable pump for non-malignant pain and chronic low back pain. The patient had a pump study on (B)(6) 2016 and it was determined the catheter pulled away from the spinal canal. The patient would need a catheter replacement. It was noted the patient had a back surgery in (B)(6) 2015 and it was possible the surgeon "bumped or messed with it in some way", causing the catheter to pull out of place. At first nothing hurt, but the pain returned slowly down the leg and into the foot. The patient usually used a heating pad for her left buttock and leg. When the heating pad was used on (B)(6) 2016, the patient's leg and buttock were burning, "like it was on fire." The patient could not keep her leg still. The patient took oral dilaudid, but that did not help. The patient also took zanaflex and (B)(4), which helped her pain. The patient was directed back to their healthcare provider (hcp) to discuss symptoms. Additional information was requested from the hcp regarding drug information, pertinent medical history, event details, if the cause of the issue was determined, actions/interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submitted.